Event description:
Information from the customer alleged that the device had an audible alarm problem during testing. The device was not in patient use and there was no reported patient harm. During evaluation, it was confirmed that the audible alarm did not sound to specification to alert the caregiver of an event. The alarm component was replaced to correct the problem. The malfunctioning component was sent to the supplier for root cause analysis, if further pertinent information is obtained, a follow-up report will be submitted.